Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter also claimed that the battery compartment was cracked and contained moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: corrosion was found in the battery compartment. The battery compartment was cracked on the side from the thread to the cover. The pump could not be powered on. The pump's black box data could not be downloaded. The pump failed a leak test as a result of the battery compartment crack. Moisture was found on the internal components of the pump.